Event description:
It was reported to philips that a hard disk failure occurred in the image processing computer on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard drives, reloaded the os and application, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).